Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that sometimes her insulin pump was not functioning and she was told by the doctor to return the device. The customer attempted to give herself insulin, but the device did not deliver the insulin into her body and did not alarm no delivery. The customer mentioned using manual injections. No further information was provided.